Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising thresholds until there was no capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was presumed to have microdislodged. During the explant of the rv, it was discovered that the right atrial (ra) lead had dislodged. The lead was explanted and not replaced because the physician decided that the lead had minimal benefit. No patient complications have been reported as a result of this event.